Manufacturer narrative:
E1: initial reporter city: (B)(6) . Device evaluated by MFR: the pcb was returned for analysis. A visual examination identified that the balloon was subjected to positive pressure. No issues were noted with the balloon material. Inflation of the balloon could not be carried out due to damage to the shaft of the device. No damage or issues with the blades of the device and all blades were intact and fully bonded to the balloon material. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found the shaft of the device to be kinked at more than one location. A leak test was carried out when liquid was observed leaking from the shaft at the site of one of the kinks located approximately 70mm proximal of the proximal balloon bond. No other issues were identified with the device.

Event description:
It was reported that the balloon shaft pinhole occurred. The 90% stenosed target lesion was located in the left forearm shunt. A 5.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, multiple inflations were performed below the rated burst pressure (rbp). On the 12th inflation attempt, the pressure failed to increase as expected. Subsequently, deflation was attempted, during which backflow was confirmed. Upon removal of the catheter, it was observed that the balloon had not ruptured, however, a pinhole was identified approximately 5 cm from the balloon end towards the catheter handle. The procedure was then completed using an alternative device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that the balloon shaft pinhole occurred. The 90% stenosed target lesion was located in the left forearm shunt. A 5.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, multiple inflations were performed below the rated burst pressure (rbp). On the 12th inflation attempt, the pressure failed to increase as expected. Subsequently, deflation was attempted, during which backflow was confirmed. Upon removal of the catheter, it was observed that the balloon had not ruptured, however, a pinhole was identified approximately 5 cm from the balloon end towards the catheter handle. The procedure was then completed using an alternative device. There were no patient complications as a result of this event.